Event description:
It was reported that the system displayed a high ma error message. The malfunction may have resulted in a possible accidental radiation occurrence. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. This malfunction may have resulted in a possible accidental radiation occurrence (aro).